Manufacturer narrative:
During the investigation of the returned device, the failure mode was determined to be a system error message (cable electrical short) with the z6ms transducer. The most probable cause was due to cable assembly manufacturing process variance and/or insufficient cable mechanical reliability. Improvements to the z6ms will be integrated and released into production through a CAPA. This report is resubmitted on request by the FDA.

Event description:
It was reported that the transducer prompted a usacquisitionhw _0 error while the patient was undergoing a transesophageal echocardiography (tee) study. The transducer was replaced with another but similar device to continue and complete the tee. There was a delay of 20 minutes while the replacement transducer was obtained. There was no loss of data reported. There was no patient injury reported with the initial and replacement transducers. No additional information was provided.